Manufacturer narrative:
(B)(4). Batch # u5cf3g. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Event described could not be confirmed as the reload was received fully fired. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy, the staples were unformed at the 2nd firing. The device was used on the stomach. When the sales rep checked the operation video, it was found that the 2 staples at the distal end of the cartridge were unformed, but the length of the target tissue was shorter than the length of the jaws, so that the target tissue was stapled with no problem. The patient¿s condition is stable. Another cartridge was used to complete the case. There were no adverse consequences to the patient.